Event description:
The customer contacted abbott to report error code 1048 (calibration check failure, cal a/b, ratio too large) was generated during the verification of the axsym rubella igg assay calibration. Abbott reviewed instrument maintenance with the customer and determined aspiration errors were generated in the instrument message log. The customer's decontamination solution was expired, therefore, the customer was advised to decontaminate the connecting tubes and recalibrate the assay. The customer reported maintenance was performed and the calibration issue was resolved by changing the rubella reagent lot. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.